Event description:
Reported by patient's daughter, patient shocked externally after "defib did not fire." Patient had burn marks from paddles. Hcp also reported patient had been admitted to hospital with fever. Blood cultures were positive and treatment with IV antibiotics begun. Patient experienced cardiopulmonary arrest with pulselessness, was admitted to the intensive care unit where she experienced a second episode of pulseless electrical activity. Patient's condition worsened neurologically and family opted for comfort measures only. Patient died with cause of death reported as cardiopulmonary arrest secondary to cardiogenic shock, ischemic cardiomyopathy, congestive heart failure, and gram positive cocci in the blood likely secondary to line sepsis. There is no allegation from a health care professional that the death was device related. Additional information from the hcp reported the death was device related and cod sepsis and pea.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: reported by patient's daughter, patient shocked externally after "defib did not fire." Patient had burn marks from paddles. Hcp also reported patient had been admitted to hospital with fever. Blood cultures were positive and treatment with IV antibiotics begun. Patient experienced cardiopulmonary arrest with pulselessness, was admitted to the intensive care unit where she experienced a second episode of pulseless electrical activity. Patient's condition worsened neurologically and family opted for comfort measures only. Patient died with cause of death reported as cardiopulmonary arrest secondary to cardiogenic shock, ischemic cardiomyopathy, congestive heart failure, and gram positive cocci in the blood likely secondary to line sepsis. There is no allegation from a health care professional that the death was device related. Additional information from the hcp reported the death was device related and cod sepsis and pea. No conclusion can be drawn; performance.